Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 539mg/dl. The customer treated the high with manual injection. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners, a broken belt clip slot, a corroded battery tube and minor scratches on the lcd window.